Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the pt was revised due to a nonunion. Upon x-ray it was noted that the plate was deformed.